Manufacturer narrative:
Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. The device was not returned for evaluation, as it remains implanted. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 11 months due to patient prosthesis mismatch and stenosis. A 23mm transcatheter valve was implanted.

Event description:
It was reported that a 23mm aortic valve was disabled via a valve-in-valve procedure after an implant duration of 2 years, 11 months due to patient prosthesis mismatch and stenosis. A 23mm transcatheter valve was implanted. Patient was discharged home on pod #1.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.